Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 7 1/2 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic valve degeneration and aortic stenosis. According to the operative report, the patient is a (B)(6) year-old white male with a history of coronary artery bypass grafting x3 and an aortic valve replacement with a 21mm edwards pericardial tissue valve in (B)(6) 2003. Recently, he has developed increasing dyspnea on exertion and fatigability, and workup revealed patent grafts with severe degenerative aortic bioprosthesis, mean aortic valve gradient of 51 and moderate aortic regurgitation. There was significant calcification and sclerosis of the leaflet. The procedure and all risks were discussed in detail. They understood and agreed to proceed. The patient had typical degeneration of a tissue bioprosthesis with 2 of the leaflets sclerotic and immobile with a mild to moderate amount of calcium on them. The third leaflet was fairly mobile. Upon completion of the procedure, he had a well functioning new valve (edwards) with a tiny perivalvular leak at the post between the left and right cusps. The patient tolerated the procedure satisfactorily. Per the health-care provider, the reason for explanting the device was not related to a product malfunction.